Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blurry image was fluid invaded the scope connector because the venting connector loosened during handling of the subject device by the user. The fluid invasion caused damage to electronic components. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to a blurry image, additional evaluation findings are as follows: switch 1 was cut, distal end plastic cover had deep dents, image had static, bending section cover was cracked, light guide tube was buckled and rough, scope connector was wet, angulation was low, due to excessive play control knob did not meet standard value, and objective lens was chipped with old glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy, the gastrointestinal videoscope had a blurry image. The procedure was completed using a similar device. There was a delay of 5-10 minutes while the scope was replaced. However, there was no report of patient harm.